Manufacturer narrative:
Added information to d3: email address, d4: serial number, unique identifier (UDI) number, d8, h4, h6: component codes, type of investigation, investigation findings, investigation conclusions this follow-up report is being submitted to relay additional information. Summary the complaint is confirmed through visual inspection of photos for roi-c anchoring plates for the failure of deformation during insertion. The complaint is unrefuted for difficulty for insertion for all four plates (2 out of 2 anchoring plate sets). Medical records were not provided for review. Potential cause root cause was unable to be determined with the given information. DHR review and related actions per DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. Device use this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that during the procedure the anchoring plate could not be fully inserted and when the surgeon attempted to continue to insert the plate the cage fractured. The damaged cage and anchoring plate were removed and replaced with alternate cage and anchoring plates, but, the same issues occurred and the second cage fractured and the second anchoring plate was deformed. They were removed and replaced with alternated to complete the case. There were no reported patient impacts. This is report three of four for this event.

Manufacturer narrative:
Address: establishment name: (B)(6). Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3004788213-2020-00076 to 3004788213-2020-00079.

Event description:
It was reported that during the procedure the anchoring plate could not be fully inserted and when the surgeon attempted to continue to insert the plate the cage fractured. The damaged cage and anchoring plate were removed and replaced with alternate cage and anchoring plates, but, the same issues occurred and the second cage fractured and the second anchoring plate was deformed. They were removed and replaced with alternated to complete the case. There were no reported patient impacts. This is report three of four for this event.